Event description:
Boston scientific received information that during a routine device change out procedure, the chronic leads were found to be stuck in the device header. A bone cutter was used and the leads were successfully removed from the device. The chronic leads tested within acceptable limits when connected to the newly implanted device. No adverse patient effects were reported during the procedure. The device was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device passed the longevity calculation, however, was so damaged that it could not be functionally tested. Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device confirmed that the header was detached with setscrews free and in the up position. An xray revealed that all wires were broken, due to header separation. Evidence of silicone to silicone bonding were found in both the inner and outer seals. The device passed testing that verifies the performance of pacing and sensing.